Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged stuck button alarm, no delivery/occlusion alarm - unknown timing, cosmetic damage (damaged belt clip rails) found on (B)(6) 2021. Device passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Device successfully downloaded to thus. Confirmed no delivery alarm on (B)(6) 2021 at 07:07:00 and 07:17:00 in the device downloaded history. No unexpected insulin flow blocked alarms in device history download. All buttons function properly. Device was cut open to perform visual inspection and found no physical or moisture damage to the electronic, motor, and keypad assembly. The j1 connector on pcba 1 was locked properly during visual inspection. No stuck key alarms noted during testing, however, a stuck key alarm was found in the (history file or traces) (B)(6) 2021 at 10:09:24, 10:14:14, 10:19:00, 12:05:34, and 12:15:00. Pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: broken belt clip rails, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay, and missing keypad overlay. In summary, pump passed required testing. Customer alleged for no delivery/occlusion was confirmed on (B)(6) 2021. Stuck button alarm not confirmed. Customer allegation for cosmetic damage (damaged belt clip rails) was confirmed during visual inspection where broken belt clip rails was noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm and received the stuck button alarm. Customer stated that insulin pump buttons were no longer responding. Customer stated that they were unsure if they press a button down for 3 minutes or longer. Customer stated crack on insulin pump and the part where the clip goes at the back of the pump was chipped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.